Manufacturer narrative:
An event of left and right sided pleural effusions, pericardial effusion, pericardial tamponade and an unstable heart rate was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25 mm trifecta gt valve was implanted. Post-procedure, a small left sided pleural effusion was noted. There was heart rate variability between 68 bpm and 150 bpm and cordarex was administered. On (B)(6) 2018, a control echo confirmed the continued presence of a left sided pleural effusion which was then drained. On (B)(6) 2018, a second control echo confirmed a right sided pleural effusion which was also drained (500ml old blood). A (B)(6) 2018 follow-up echo showed a 1.8cm pericardial effusion at the level of the right atrium. On (B)(6) 2018, the patient had a seizure without motor and neurological deficit. On (B)(6) 2018, the patient required resuscitation and an echo showed a pericardial tamponade (2.2cm). The patient was intubated and a thoracotomy was performed. Evacuation consisted of 700 ml bloody secretions and a left sided pleural effusion. An echo on (B)(6) 2018 showed the pericardial effusion to be 1.4cm. The trifecta gt remains implanted. (Clinical study patient ID: (B)(6)).